Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent enterocele repair. It was reported that following insertion patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and leg pain. It was reported that patient underwent mesh revision/removal (da vince sacral colpopexy) on (B)(6) 2012 due to vaginal prolapse and sui and another products were implanted on the same day.